Manufacturer narrative:
H3- device evaluation: lens returned in a micro-centrifuge with moisture. Visual inspection found optic torn and haptic torn. Claim# : (B)(4).

Manufacturer narrative:
Corrected data : d10- lens returned to manufacturer in previous MDR should be 02-apr-2020 claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that while attempting to inject a 13.2mm vticm5_13.2 implantable collamer lens, -9.5/+0.5/125 (sphere/cylinder/axis) into the patient's left (os) eye, it was discovered that the lens was torn/broken. This occurred on (B)(6) 2020. The cause of the event is reported as "device??" The lens did not touch the patient's eye and there was no patient injury. Reportedly, the lens was stuck to the plunger. The surgeon tried to remove and reload but it was "cut." An alternate lens was successfully planted on (B)(6) 2020.